Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 h6: part: 310.221, lot: f-17409, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: august 19, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of drill bit breakage, which agrees with the reported complaint condition. A portion of the distal cannulated cutting flute section has broken off and was not returned. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: inside diameter result: fail - measurement not possible due to the damage feature: outside diameter result: pass conclusion: the complaint is rated as confirmed as the drill bit is broken as complained. The complaint relevant dimensions were checked as far as possible and found to be within specifications. However, based on the findings above no fault could be found in material or during the production. It is likely that this multiple use instrument encountered unintended forces, such as excessive force application during its use, which finally resulted in the breakage. Furthermore, the condition of the device before surgery could also have had an negative impact to the instrument. Because of that we would like to draw your attention on page 7 in the leaflet ¿important information:¿ check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the product the product was broke. There was no surgery and patient involved. This is report 1 of 1 for (B)(4).